Manufacturer narrative:
The reported event of failure to capture was not confirmed. A complete lead was returned in one piece with helix found extended and clogged with blood. Electrical testing did not find any indication of conductor fractures or internal shorts. The lead connector passed insertion testing into the test implantable cardioverter defibrillator (ICD) device and is-4 connector sleeve. Dimensional analysis of the connector boot was measured within the product specifications. Visual and x-ray examinations of the lead did not find any anomalies except for procedural damage.

Event description:
It was reported that the patient presented for an initial implant. During the procedure it was noted that the right ventricular lead exhibited loss of capture. The lead was not used, and a new lead was implanted. The patient was in stable condition post procedure.